Event description:
The customer reported to baxter (B)(4) of a flogard pump with an alarm f2. It is unknown when this event occurred. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).evaluation summary: the customer reported problem of a flogard infusion pump with an "alarm f2" was confirmed in the sample evaluation. The cause of the f2 alarm was a damaged door assembly. The pump head door assembly was replaced to fix the problem.